Event description:
It was reported that the pt's hearing sensations are very poor. Testing was carried out which showed 7 electrode channels with status high.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.